Event description:
It was reported that the customer went to the emergency room due to high blood glucose levels. It was stated that the customer changed the infusion set, but continued experiencing elevated blood glucose levels. The customer was convinced that the insulin pump was not working properly, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.